Manufacturer narrative:
B5: describe event or problem - updated g4: date received by manufacturer - updated h6: patient code: remove 1924 note: as the type 1a endoleak had self-resolved at the 30 day follow up with no further intervention; therefore, this is no longer a reportable event.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto abdominal aortic aneurysm stent system. During the initial implant procedure, there was a partial fill of the alto graft and an intraoperative type ia endoleak. The physician elected to implant a palmaz stent, however the endoleak remained unresolved. The patient will continue to be monitored at 30-day follow-up. Subsequent to the initial report, additional information was received reporting that the 30-day follow-up showed that the intraoperative type ia endoleak had resolved and that the patient is doing well. The physician will perform a 60-day follow-up.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto abdominal aortic aneurysm stent system. During the initial implant procedure, there was a partial fill of the alto graft and an intraoperative type ia endoleak. The physician elected to implant a palmaz stent, however the endoleak remained unresolved. The patient will continue to be monitored at 30-day follow-up.